Manufacturer narrative:
Date of event was approximated to (B)(6) 2006, as no event date was reported and the article was published in november 2006. The complainant was unable to report the upn and lot number; therefore, the manufacture date and expiration date are unknown. Literature source: jensen, dennis m., et al. "Randomized controlled study of 3 different types of hemoclips for hemostasis of bleeding canine acute gastric ulcers." Gastrointestinal endoscopy 64.5 (2006): 768-773. Doi: https://doi.org/10.1016/j.gie.2006.06.031. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Boston scientific corporation became aware of multiple events involving resolution clip devices through the article, randomized controlled study of 3 different types of hemoclips for hemostasis of bleeding canine acute gastric ulcers, written by dennis m. Jensen, et al. According to the literature, the aim of the study was to compare three different types of hemoclips, resolution clips, triclips, and quickclip2's, for the hemostasis of bleeding ulcers. The randomized controlled study was carried out on seven adult dogs, each weighing approximately 22.7 to 27.2 kg, with prehepatic portal hypertension. The dogs were heparinized and acute gastric ulcers were created with jumbo biopsy forceps. Two randomized hemoclips per ulcer were placed in order for complete hemostasis to occur and the dogs were subsequently treated with oral proton pump inhibitors (ppi) once daily. The article reported that 3 out of 33 resolution clips placed failed acutely. The article did not provide any further specifics about these malfunctions. Attempts to obtain additional information regarding these events have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.